Event description:
Related to MFR report # 2183959-2012-03034, 03037. It was reported that an apogee device was implanted, the date of implant was not provided. She had immediate severe post-operative pain after surgery and was taken back to the operating room for adjustment. She then had a second procedure where the mesh arms were transacted and stitches were removed from the sacrospinous ligament. She continued to have persistent pain, greater on the left side. On examination in the office, mesh was palpable in some areas with tenderness overlying the sacrospinous ligament. In the operating room, there was "distal mesh underneath the vagina," but no mesh was palpated near the uterosacral ligaments. During dissection on the left, the surgeon encountered "mesh overlying the sacrospinous at the level of the ischial spine that was affixed" and there was "approx a centimeter of balled up mesh" that was excised. The entire right and left sacrospinous ligaments were exposed and there were no mesh or sutures. Cystoscopy at the end of the procedure was normal.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.